Event description:
A home pt (hp) reported an excessive volume of fluid was drained, as if an overfill of solution had occurred, while using the homechoice automated peritoneal dialysis (apd) cycler. According to the hp, he had performed a manual continuous ambulatory peritoneal dialysis (capd) exchange prior to the start of apd therapy and may not have fully drained before filling himself back up with approx 2000mls - 2300mls of fluid. The hp subsequently initiated apd therapy and therapy advanced normally through the initial drain, fill 1, dwell 1 and into drain 1. While troubleshooting, an alarm situation during drain 1 the hp drained 4423mls of fluid, which was 2423mls greater than the cycler's programmed fill volume of 2000mls. Afterwards, the hp ended the apd therapy early and started a new apd therapy from the beginning. There was no resulting pt injury or medical intervention.

Manufacturer narrative:
The cycler was requested by baxter for eval but the customer did not make the cycler available, precluding further cycler investigation. According to both the hp and his peritoneal dialysis nurse (rn), the hp's catheter had shifted out of position, resulting in poor fluid drainage and accumulation of fluid within the hp's peritoneum. Both the hp and rn do not attribute this incident to the cycler but relate it to catheter positioning. The hp's catheter was subsequently repositioned in 2008. The hp continues to use the cycler for apd therapy and reportedly has experienced no further difficulties.